Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed burn marks under the two back therapy electrode pads. The skin was described as oozing burns that had scabbed. During follow-up, the patient reported that the rash had cleared up and that the patient had received medical professional intervention. The details of the medical intervention were not reported.